Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawer 11 was failed to open. Customer mentioned that the drawer was populating in the medbank application, but was not opening in the medbank application, populating buttons, cubie administration nor in the tester application. The customer reported that this malfunction did not occur when issuing medication to a patient, therefore there was no delay there were no adverse events or injuries reported based on this event.